Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient woke up and noticed that the silicone layer of controller white power cable was damaged. The patient could not recall what the cause was. The controller was exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the system controller¿s white power cable was confirmed via evaluation of the returned controller. Upon arrival of the heartmate 3 system controller (serial number: (B)(6)), a log file was downloaded for review. The downloaded log file contained information spanning approximately two days ((B)(6) 2021 per timestamp). There were no notable alarms active throughout the log file and the pump maintained speeds above the low speed limit while connected to the driveline. Visual inspection of the returned system controller revealed a tear in the white power cable¿s jacket, revealing the inner wires and shielding. However, no damage to the inner wires was observed. The system controller passed all functional testing procedures without issue despite the observed damages. The root cause of the reported event was unable to be conclusively determined though this analysis. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 patient handbook section 6 "caring for the equipment", describes how to care for and clean all equipment, including the system controller and its power cables. This section also explains the importance of protecting the system controller power cables from kinks, sharp bends, and repeated bending. Heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller power cables for damage. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.